Event description:
During the surgery for the fracture of femur, while the surgeon was inserting the apex pin in the cortical bone by power tool, the tip of apex pin deformed. Therefore the surgeon changed the apex pin to the brand new pin and the surgery was completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.